Event description:
It was reported that the catheter balloon difficult to deflate on the day of use. The pumping was performed but failed to remove the water so the syringe was left connected to the catheter for about 30 minutes and then 7 ml of water was removed. After that attempted the deflation for several times the bifurcation of the inflation lumen gets depressed and was difficult to remove the remaining water. However the catheter was eventually able to be removed. Per additional information received via email from the ibc on 25sep2020 the way of removal was unknown. However the returned device was intact. There was no patient injury and no additional medical intervention reported.

Manufacturer narrative:
The reported event was unconfirmed as the product meet the specifications. The product did not caused the reported failure. A potential root cause for this failure mode was unable to determine because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precautions for use: 1) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water to drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. 2) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. 3) when deflating balloon, do not aspirate with a syringe by hands. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.]. 4) do not stretch catheter as damage to or dislodgement of lead wire as temperature probe may cause improper temperature measurement. 5) when endoelectric surgery is performed, care should be taken to prevent burns in the local tissue. 6) do not wet the lead wire and the junction with extension cable. 7) this device is compatible only with monitors requiring ysi 400 series type temperature probes. 8) no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] 9) do not wipe catheter surface with organic solvents such as alcohol. 10) do not aspirate urine through drainage funnel wall. 11) since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. 12) when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon difficult to deflate on the day of use. The pumping was performed, but failed to remove the water, so the syringe was left connected to the catheter for about 30 minutes, and then 7 ml of water was removed. After that, attempted the deflation for several times, the bifurcation of the inflation lumen gets depressed, and was difficult to remove the remained water. However, the catheter was eventually able to be removed. Per additional information received via email from the ibc on 25sep2020, the way of removal was unknown. However, the returned device was intact. There was no patient injury and no additional medical intervention reported.